Event description:
Hcp reported the pt was admitted to the hosp with increased spasticity and minor lethargy. The pt was still arousable and somewhat coherent. They were unable to get in touch with the pt's managing physician and were requesting info about intrathecal baclofen therapy. A follow up report will be sent when additional info is received.